Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified low readings issue with the freestyle libre 2 sensor. The customer reported self-treating with drink and eating sugars, then self-presented to a hospital. The customer reported a healthcare meter result of 40 mmol/l, and was diagnosed with hyperglycemia. The customer was treated with nacl infusion, 68 units of tresiba, metformin, and "glucose spray". A healthcare meter result, "later in the evening" of 20 mmol/l was obtained post-treatment. There was no report of death or permanent injury associated with this event.